Event description:
It was reported that during the implant procedure, the lead had high stimulation threshold in unipolar and was impossible to stimulate in bipolar. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. There were no anomalies found. The distal conductor was covered in blood (not obstructed).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed). The analyst also noted that the blood in the distal conductor most likely entered through the is-1 pin as no insulation breachs were observed.